Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 10 samples exhibited oil gel globules. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples for investigation. Therefore,100 retention samples of the incident lot were selected from bd inventory and visually inspected with no issues observed. Complaints for sample quality were not under statistical control for the month of january 2025, additional testing was performed. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, oil gel globules via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 10 samples exhibited oil gel globules. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #:(B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.